Manufacturer narrative:
(B)(4).

Event description:
Swallowed by an accident [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident 5 minute cleaning tablet) tablet for drug use for unknown indication. On an unknown date, the patient started polident 5 minute cleaning tablet. On an unknown date, an unknown time after starting polident 5 minute cleaning tablet, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). The action taken with polident 5 minute cleaning tablet was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 5 minute cleaning tablet. This report is being resubmitted to capture corrections. The information was received on 17-jun-2019 and is as follows: the suspect device type in the product tab has been changes from unknown to denture cleanser.